Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver an unknown type of baclofen [ 2000 mcg/ml] at 875 mcg/day and bupivacaine [ 7 mcg/ml] at 3.0652 mg/day, indicated for intractable spasticity and multiple sclerosis. It was reported on (B)(6) 2017 that the patient¿s pump had reset itself to safe mode on its own and was giving the patient a minimum rate dose. The patient had come in with mild signs of baclofen under-dosing. It was noted that she had gone back to her baseline spasticity. The manufacturer¿s representative was asked to interrogate the pump. The logs show that a motor stall occurred on (B)(6) 2017 at 06:58, followed by a recovery at 07:46; a low battery reset/ pump in safe state occurred on (B)(6) 2017 at 21:03. Interventions/actions taken to resolve the issue included one of the healthcare providers reset the pump to the patient¿s previous flow rate and gave her a bolus. Two hours after the bolus the patient¿s spasticity seemed to get back to normal, according to her. The issue was not resolved at the time of the report, and it was indicated that the patient¿s status was ¿alive-no injury.¿ surgical intervention had not happened at the time of the report, but the patient was admitted to the hospital. It was stated that the pump would be explanted in the next 24 to 48 hours; the patient would have the pump replaced the next available time, either (B)(6) 2017 or (B)(6) 2017. The patient¿s weight and medical history were asked but unknown. Other medications (oral, IV, etc.) That the patient was taking at the time of the event were unavailable to the manufacturer. Additional information was received on 2017-jul-11; the pump was replaced and returned to the manufacturer for analysis. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
Analysis of the pump found battery high resistance. The pump was included in the potential battery performance population. If information is provided in the future, a supplemental report will be issued.